Event description:
Report states that the old solution screw top was fine, but the new pop up top with flange leaks down the side of the bottle, and solution remains in the cap. Reporter is concerned because the fluid that remains in the cap could leak to an infection, reporter also complained that solution now gets in her eyes because of the new flange top design and causes burning and she has to flush eyes to stop burning sensation.